Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Dimensional inspected. Photographic images made. Complaint reviewed and analysis showed no trend. Device history record reviewed.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This is the same event as 1043534-2010-00350, 00351, and 00352.

Event description:
Allegedly the hip was revised due to pain. Surgeon advised he had to do femoral osteotomy to remove stem. All components were well fixed.